Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported one day post implant, that the right ventricular (rv) lead had dislodged and there were unstable thresholds immediately after the patient had a computed tomography (CT) scan and raised their arm. The rv lead was re-positioned and remains in use. No patient complications have been reported as a result of this event.